Manufacturer narrative:
21-dec-2020 product investigation results: product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the refill due to improper consumer handling.

Event description:
Consumer stated in website chat that the head snapped off the toothbrush head during use. No injury was reported.

Manufacturer narrative:
Full evaluation will occur upon receipt of returned product.

Event description:
Consumer stated in website chat that the head snapped off the toothbrush head during use. No injury was reported.